Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient was driving and heard her left ventricular assist device (lvad) beep because the battery was too low. Anxious and nervous about that, the patient felt the device go off, and then got into a car accident. The patient has been discharged and is recovering. The device reportedly delivered inappropriate electric shocks due to supraventricular tachycardia (svt) with evidence of therapy exhaustion. No additional adverse patent effects were reported.